Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had high blood glucose levels of 260 mg/dl. The father of the customer reported a motor error from the insulin pump. The father of the customer also reported various beeping, buzzing and vibrating alerts from the insulin pump while the customer was asleep. The father of the customer was advised that the insulin pump would need to be replaced, the father of the customer was advised to discontinue use of the insulin pump and to revert to a back up plan per the health care provider's instruction. No add'l info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).